Event description:
According to the reporter: when the device was activated it did not work. There was no auditive feedback and the device was not coagulating or cutting. No injury reported. No permanent damage. There was no bleeding in excess. The surgical time was extended by 30 minutes due to the problem. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).